Manufacturer narrative:
Emdr was created to recognize user request (ur) - 2215455. Also to update emdr for fields h7 and h9.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit had a panel blackout with a continuous alarm beeping and the light-emitting diode on the panel was not turning on. This issue occurred during set up or inspection for use. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main board failure, secondary tubing leak due to electro-pneumatic proportional valve failure, low average flow rate due to first pressure reducer failure . A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the blackout and alarm were caused by a failure of the board components. The gas leaked due to a failure of the tubing component, the electro-pneumatic proportional valve. The flow rate decreased due to a failure of the pressure control component, the first pressure reducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.